Event description:
Pt found with line separated from injection cap. Cap could not be successfully re-attached by the rn. Pt was transferred from the home to hosp. The PICC line was originally placed at another facility.